Manufacturer narrative:
(B)(4). Report source: journal article. Sandip p. Tarpada, md, jeremy loloi, md, evan m. Schwechter, md : a case of titanium pseudotumor and systemic toxicity after total hip arthroplasty polyethylene failure https://doi.org/10.1016/j.artd.2020.07.033. It was reported that the patient underwent a head and liner exchange during a surgical hematoma evacuation in an unknown timeframe postop. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a complaint history review and a product hold/recall search will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient underwent a revision procedure of the right hip due to the development of a hematoma requiring surgical evacuation. No further event information available at the time of this report.